Event description:
It was reported that during a cardiac ablation procedure, during manipulation on the right veins, the catheter shape appeared inverted, but the procedure continued. At the end of the procedure, resistance was encountered while retracting the catheter into the flexcath contour sheath, and the catheter shape was noted to be unusual. After removal from the sheath, inspection showed the catheter loop was inverted and in a small knot at the base. The case was completed. No replacement product was required, and the customer was notified that the product should be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.